Event description:
On 5/5/99 the pt underwent an abdominal myomectomy, "chrompertubation and drainage of a left ovarian cyst. During the surgery an upper extremity bair huggar blanket and bair huggar warming system were used. The pt was subsequently found to have a burn on the inner aspect of her left upper arm.